Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
(B)(6)-2010: the patient reported with the following preoperative diagnoses: 1. L4-5 and l5-s1 internal disk derangement; 2. Lumbar radiculopathy; 3. Lumbar stenosis; 4. Intractable back and lower extremity pain. The patient has had problems with her back for a number of years. It has gotten slowly and progressively worse, particularly for about the past year. X-rays and CT diskogram showed some spondylosis and no obvious high grade instability. Her diskogram revealed concordant pain at l4-5 and l5-s1 with some disk bulging. She has a right laminectomy defect at l5-s1 from previous surgery. The l3-4 level was asymptomatic and had relatively normal morphology. The patient underwent the following procedures: 1. Right sided transforaminal lumbar interbody fusions, l4-5 and l5-s1; 2. Placement of capstone interbody devices at l4-5 and l5-s1; 3. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4, l5, and s1 (sextant); 4. Posterior spinal fusions l4-5 and l5-s1; 5. Harvest of local bone autograft. After the l5-s1 facet was exposed and debrided, a pledget of rhbmp-2/acs along with local bone and cortical cancellous allograft chips were placed in the debrided facet joint for posterior fusion. Similar posterior fusion was performed on the left at the l4-5 facet. Following the diskectomy, the appropriately sized capstone interbody device was selected. Local autologous bone was packed anteriorly in the disk space along with a pledget of rhbmp-2/acs and some cortical cancellous allograft chips. The 14 x 32 mm capstone device itself was then inserted which had been filled with rhbmp-2/acs along with some more local bone autograft. The rhbmp-2/acs was used in the interbody space. No complications were reported. The patient's post-operative period was marked by complications which included the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
User facility or importer phone number : (B)(6).